Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, irritation of the device pocket was noted. A pocket revision procedure was performed. During the pocket revision, cultures were taken and sent for analysis. The device was explanted and replaced due to normal battery depletion. The patient was stable following the procedure with no adverse consequences reported.